Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4). Analysis of the 9733857 found insufficient information. Analysis of the 9733575 found connection cabling/hardware damage. As reported, the cable jacket had a cut but no internal wires had been exposed. A continuity test revealed opens for pins 11, 12, and 13. The straight lemo connector had corresponding broken pins for 11, 12, and 13. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the camera was beeping with green lights on but cannot detect reference frame. There was no patient present when the issue occurred.